Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6) male underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a navistar thermocool catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient had no past medical history. During the ablation, the patient complained of tight breathing and his blood pressure decreased. A pericardial tamponade was identified by ultrasound. Pericardiocentesis was performed and 500 cc of fluid was removed over the next hour. In addition, hydralazine was given to the patient and the heparin treatment was reversed. The patient stayed in the hospital overnight, and the procedure was completed the following day. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: the generator was in power control mode with a 40 watt setting, temperature cut-off was set at 50ºc, the irrigation flow setting was 30 cc, and an agilis medium sheath was used in conjunction with the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) male underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a navistarthermocool catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient had no past medical history. During the ablation, the patient complained of tight breathing and his blood pressure decreased. A pericardial tamponade was identified by ultrasound. Pericardiocentesis was performed and 500 cc of fluid was removed over the next hour. In addition, hydralazine was given to the patient and the heparin treatment was reversed. The patient stayed in the hospital overnight, and the procedure was completed the following day. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: the generator was in power control mode with a 40 watt setting, temperature cut-off was set at 50ºc, the irrigation flow setting was 30 cc, and an agilis medium sheath was used in conjunction with the catheter. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product has been returned and analysis is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, serial #(B)(4), product code: m-4800-01; stockert 70 system, serial # (B)(4), product code: m-5463-01; cool flow pump, serial# (B)(4), product code: m-5491-02; accunav, product code: lot # unknown, model #: m-5723-07. (B)(4).